Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant of the cardiac resynchronization therapy defibrillator (crt-d), a right atrial (ra) and superior vena cava (svc) tear occurred. This tear resulted in the need to open the patient's chest and perform cardiac surgery. The re-implant of a crt-d system was postponed and a leadless pacemaker was temporarily placed because the patient is pacemaker dependent. No further patient complications have been reported as a result of this event.